Manufacturer narrative:
Philips has investigated this complaint. According to additional information collected, the system was not in clinical use when the issue was identified. The philips field service engineer (fse) inspected the system onsite and confirmed that the system was not booting up. It was identified that the backplane of the host pc was red and needed to be replaced for hdd connection issues. The fse replaced the host pc and reinstalled the software to resolve the issue. After the replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that the system was not booting up. No harm has been reported to philips. Philips has started an investigation of this complaint.